Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned for testing, but the item has not yet been received.

Event description:
A consumer stated that she had allegedly received burns on her middle and lower back while using a heating pad, and medical attention was sought for her injuries. The consumer stated that she was sitting against the heating pad, and that she may have been using it for a prolonged period of time when the injury occurred. She did not know the extent of her injuries, but stated that follow-up care at a wound clinic was needed. The instructions for proper use clearly state "do not use while sleeping... Do not sit on or crush pad - avoid sharp folds. Always place pad on top of and not under your body. Never place pad between yourself and chair, sofa, bed or pillow." Kaz USA, inc. Has requested that the product be returned to our company for testing.